Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during suture pulling in an arthroscopy, the loop of the ultrabutton broke. The procedure was successfully completed with a surgical delay of less than 30 minutes using a s+n back up device inserted into the original bone hole. The patient's condition remained stable. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H11, h3, h6: the information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Information received states that the part of the ultrabutton that broke was the suture loop, which does not represent any risk or intervention for the problem to be solved, the issue was resolved by using a back up device with a delay of less than 30min. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.